Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient went to ER (admitted on (B)(6) 2024 as infusion set cannula was kinked within 3 hours of insertion which results into high blood glucose level above 400mg/dl. The customer addressed the high blood glucose by correction injection via mdi. Duration of infusion set used was for 3 days. The insertion site was at abdomen. The patient regularly rotated the site location. The trace ketones were also present. In the hospital, treatment was given to the patient - IV of insulin and fluids. The pateint then released from ER/hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.